Event description:
A 2.6 french dual lumen bd catheter was placed and eight days later, the catheter was noted to have leakage from the blue port at the bifurcation, but then stop. Two days later at noontime, the blue port again was noted to be leaking at the bifurcation. The infant was also noted to be febrile and had an elevated white count. The decision was made to clamp off the blue port and use as single lumen. Later on that day at 1600, the red port was noted to be leaking, a decision was made to remove line. Pt currently has a single lumen broviac used for pn/il, dopamine, opioid infusion, and has an 8 french left internal jugular hemodialysis catheter. Additional access was required for triple antimicrobial coverage and sedation.

Manufacturer narrative:
Conclusions: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. L-cath catheters are 100 percent inspected throughout the mfg process. L-cath catheters are pull tested as per specs and are also 100 percent pressure tested to ensure strength and integrity prior to acceptance. The pressure (flow/leak) testing detects leaks and occlusions. A defect (failure) of this type (leak), as mentioned in the pir, would be identified and scrapped/discarded at this stage of the process. Per the IFU's, the user is cautioned: do not use hemostats or clamps on the catheter or hub connection. (B)(4). Date submitted: 15 july 2010.